Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell two. During troubleshooting, the patient noted dampness near the solution bags, though the exact source could not be identified. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures, per the user manual, with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the home patient noticed some dampness near the solution bags, insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.